Event description:
It was reported that the customer experienced a low blood glucose (bg) of approximately 50-60 mg/dl; cause was unknown. Customer required assistance consuming carbohydrates to treat bg level. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.